Event description:
Ten days post-op, patient presented with infection of the surgical site. Rep reported the potential for improper post-operative care. The patient was admitted to investigate the infection. During the procedure, the dr. Taha found a set screw at l5 had disengaged. The rod remained in the multi-axial body. All hardware was removed due to infection, the set screw was recovered during the removal. Implant remain with kettering medical center, and have not been returned for evaluation.